Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump was not working. Customer replaced the batteries a received a battery out limit alarm that the customer was unable to clear. Customer's blood glucose reading at the time of the call was 206 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked connector on the display board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked reservoir tube near the reservoir tube window.